Event description:
It was reported that during a da vinci hysterectomy procedure, the base of the maryland bipolar forceps instrument broke off into the patient; however an x-ray was performed and the broken piece was retrieved. On (B)(4) 2015, intuitive surgical, inc. (Isi) contacted the initial reporter and verified that the broken piece was retrieved laparoscopically. In addition, the initial reporter indicated that no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusions: the grasper fell into the patient and the fragment was retrieved laparoscopically during the same procedure. The reported malfunction if to recur could cause or contribute to an adverse event.